Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that he had been taken to the hosp on two occasions for low blood glucose. No blood glucose reading was reported for the first event, but for the second, the blood glucose reading was 35 mg/dl when the paramedics arrived. Troubleshooting was performed and the daily totals did not calculate correctly on the insulin pump. The insulin pump passed the displacement test. The insulin pump was not exposed to any strong magnetic fields.